Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Epilepsy neurologist at ohsu stated that the current pre-operative MRI / post-operative CT fusion on the rosa laptop is out of line, so he cannot accurately determine where electrodes are in the brain.

Manufacturer narrative:
It was reported that the preop MRI and postop CT were inaccurately merged. DHR and complaint history review were not performed based on the low severity level of this complaint. Data were not available for analysis therefore the current issue cannot be confirmed. Based on the IFU review, the root cause identified is a use error, it seems that the surgeon did not perform the final manual merge adjustments.

Event description:
Epilepsy neurologist at ohsu stated that the current pre-operative MRI / post-operative CT fusion on the rosa laptop is out of line, so he cannot accurately determine where electrodes are in the brain.